Event description:
Alleged event: the balloon was pierced. The pt's condition is reported as unk.

Manufacturer narrative:
The device sample has not been returned to the MFR for an investigation at the time of this report. The MFR will continue to monitor and trend related complaints.